Event description:
It was reported that a patient presented with over-sensing of myopotentials noted on the patient's implantable cardioverter defibrillator. Additional issue of pacemaker mediated tachycardia and a diagnostic anomaly was noted. Corrective programming changes were planned. No adverse patient consequences were reported.